Event description:
Customer reported obtaining a non-repeatable false positive troponin I result. A result of 0.674ng/ml was reported to the floor. Repeat testing on the same sample gave results of 0.023ng/ml. An elevated result of the magnitude observed might initiate cardiac catheterization. There was no report of pt harm as a result of this event.